Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory was broken at the tip. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the monopolar curves scissors (mcs) tip cover accessory was inspected before use, and no damage was found. The reporter confirmed that the damage was on the clear area of the mcs tip cover. No arcing was observed. The mcs tip cover appeared to be properly installed during the procedure. The orange surface was not visible after the mcs tip cover was installed. The mcs tip cover was not installed beyond the orange surface and the installation tool was used. No lubricant was applied to the mcs prior to the installation. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measures approximately 0.186¿ in length. There are no signs of thermal damage present at the end of any tears.